Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to a charge time of 21.8 seconds, while at a battery monitoring voltage of 2.68 v. The device had been implanted for approximately 62 months. This extended charge time was first noted during the device replacement procedure for eri declaration. The explanted device was later returned to boston scientific for analysis. No adverse patient effects were reported in this event.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This event will be updated if any additional information becomes available.